Manufacturer narrative:
A bayer service representative responded to the site and replaced the pivot knuckle assembly which restored the injection system to normal operation. The customer discarded the affected components; however a photo was provided. Product analysis reviewed the photo provided and confirmed a sheared bushing screw within the pivot knuckle assembly. The sheared bushing screw allowed the pivot knuckle to release and the injector head to disengage.

Event description:
The customer reported that the stellant injector head disengaged from the support structure and was hanging by the injector cable. When the injector head disengaged, it landed into the technologist's hands. There was no injury or adverse event reported.